Event description:
It was reported that the video system center had no image. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The customer contacted olympus technical assistance support (tac) via phone. The customer was not in front of the unit to perform troubleshooting, and therefore no troubleshooting steps were carried out. The customer was instructed to remove the serial digital interface (sdi) cable from both sides and then reconnect the system by routing the serial digital interface (sdi) output 1 to the serial digital interface (sdi) to digital visual interface (dvi) converter box, and connecting the converter box digital visual interface (dvi) output to the digital visual interface (dvi) input port on the second non-olympus america inc. (Non-oai) monitor. The customer informed technical assistance support (tac) of the event. The device would not be returned to olympus for evaluation.